Event description:
The customer stated that brown liquid was leaking under system solutions drawer. The tickets notes that leak did not extend to outside the footprint of the instrument, however attached photographs show droplets that have extended beyond the footprint. A field service engineer (fse) was dispatched. Brown liquid was found on the bottom corner sides of the system solutions drawer. The appearance of the liquid was consistent with crystalized lysis. The source of the leakage was identified to be unconnected tubing on the peristaltic pump #2. Tubing and clamps were replaced, which resolved the issue. There were no injuries reported by the customer.

Manufacturer narrative:
An elevated complaint investigation will be initiated.

Manufacturer narrative:
The complaint ticket has been reviewed and determined to be the same issue as described in a previously performedi nvestigation. This investigation confirmed that the system solutions drawer enclosure design, which includes six thru holes at the bottom, allows liquid originating in the system solutions drawer to escape. Additionally, it confirmed the gems reservoir sensor may fail to detect a full reservoir bottle of liquid, resulting in a leak. Therefore, this complaint investigation will be dispositioned as confirmed and linked to the associated risk assessment. A complaint search of reportable events and leaks on the alinity m system was completed and a review of the frequency of exposure to hazards has determined that there is no change in the frequency of hazard or the frequency of harm related to exposure of a physical hazard (slip/fall), chemical hazard or biohazard (within the predefined risk management file level).